Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to the target lesion and attempted to use for pre-dilatation. However, the balloon ruptured at 10 atmospheres. The device was retrieved intact from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. There was contrast in the inflation lumen. Magnified inspection of the balloon revealed a pinhole in the balloon wall adjacent to proximal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to the target lesion and attempted to use for pre-dilatation. However, the balloon ruptured at 10 atmospheres. The device was retrieved intact from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.